Event description:
It was reported that customer experienced repeated minimum fill notifications while attempting to reload cartridge that still contained at least 80 units of insulin. There was no adverse impact to the customer¿s blood glucose level. Customer initially tried reloading same cartridge without success, then, following guidance from technical support, cleaned pneumatic area and loaded new cartridge using correct procedure, which resolved issue and allowed insulin delivery to resume; no additional concerns were reported.